Manufacturer narrative:
The patient weight was not provided. He referenced previous low speed operations were captured under MFR report number 2916596-2017-02150. Approximate age of device ¿ 3 years , 7 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported low speed operations were observed while connected to a power module. The manufacturer¿s technical services representative reviewed the submitted x-rays and observed driveline damage. On (B)(6) 2018, a distal end replacement of percutaneous lead (driveline) was performed. Post replacement, low speed and pump stoppage events were observed. The lvad was placed on batteries. No further information was provided.

Manufacturer narrative:
Section d4, h4: additional information: device evaluation: review of the submitted log file confirmed the reported low-speed events. The patient was known to have a potential driveline issue and the center reported that the patient was utilizing an ungrounded patient cable. The submitted log file captured low-speed events were captured on (B)(6) 2018 between 6:48 am and 1:32 pm. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 19.5" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline found moderate shield breakdown. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. According to the account, the patient experienced immediate low speed and pump stop events post driveline replacement. The patient was switched to batteries without issue with suspected "short to shield" wire damage internal. The patient ultimately received a pump exchange on (B)(6) 2018 and (B)(4) was returned reported under medwatch report MFR # (B)(4). The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.